Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the infusion set's tubing detached at quick release and the patient observed insulin coming out of the tubing about 36 hours after changing the set. This issue occurred with one set. No further information available.